Manufacturer narrative:
There is a temporal association between the patient not receiving pd treatments for 3 days and the pt¿s acute pulmonary edema episode. However, it is unknown what may have caused the pt. Not to receive pd treatments while under the care of the nursing home. At this time, there have been no reported allegations of a liberty cycle malfunction that may have caused or contributed to the patient¿s adverse event. However, the possibility of user error on (B)(6) 2017 cannot be ruled out as a potential contributory factor. The patient¿s labile blood sugars are most likely related to the patient¿s comorbid condition of uncontrolled diabetes mellitus. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient called technical support requesting operational assistance. Attempts were made to contact the patient, but there was no answer. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient reported that the nursing home did not perform treatments on the patient for three days, (B)(6) 2017. The cause for the three days of missed treatments is unknown. The peritoneal dialysis nurse reported that the patient's nursing home was trained on pd therapy and that the patient had sufficient supplies to perform the treatments. Subsequently, on (B)(6) 2017, the patient was hospitalized for labile blood sugars and acute pulmonary edema. Hospitalization details including treatment rendered are unknown. The patient was discharged back to the nursing home on (B)(6) 2017 continuing on pd therapy. Additional information was solicited.